Event description:
The senior medical surveillance specialist spoke with the patient/layperson regarding a 2009, complaint that his one touch ultrasmart meter had prompted error 2, after which he "passed out." The alleged issue was not resolved and the customer care associate (cca) replaced meter and test strips. The patient clarified information ad reported the following to this specialist. Eight days later at 7:00 p.m., the patient attempted to obtain his pre-supper blood glucose, obtain only error 2 after several tests. The patient injected 6 units of regular insulin although he felt "normal" with no symptoms. The patient initially informed the cca that he injected 3 units; however, he now believes it was 6. The patient's supper regime, per his physician, is 3-6 units regular, depending on the result. He was unsure why he injected the full amount other than the fact his physician is attempting to "get my blood glucose under control"; the patient's blood glucose meter must be over 300 mg/dl to inject 6 units. The patient does not believe he ate supper before passing out and sweating, around 8:30 p.m. The patient's parents called ems. A "low" blood glucose prompt was obtained on ems meter and then at some point, 34 mg/dl. Ems treated the patient with IV glucose until his blood glucose was normal. The patient was unaware of the event at the time it was happening. Because the patient alleged that he was treated by ems with glucose when unable to obtain an actionable result, the complaint reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.